Event description:
The customer reported that she was hospitalized with a blood glucose of 48 mg/dl. The customer stated that she was unconscious at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.